Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle perforated the catheter was confirmed and the cause appeared to be associated with use. Four photographs and one 20g insyte autoguard were provided for investigation. The sample exhibited evidence of use, which indicates that the needle was withdrawn from the IV catheter and reinserted into the catheter after the vessel was accessed. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of no failures occurring. The instructions for use (IFU) indicate to not reinsert the needle into the catheter during the insertion process as damage may occur. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc global needle pierced the catheter. The following information was provided by the initial reporter: this incident is in regard to a 20g 1.16¿ IV catheter where the needle perforated the cannula while inserted in the patient's vein. Please describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. We were unable to successfully insert the IV catheter into the patient's vein, which required another IV insertion attempt. The vein which we had attempted to cannulate was also ruptured, which made that vein unusable for future attempts and the site itself was tender for the patient.